Manufacturer narrative:
Journal article: cancer treatment resumption in patients with new-generation drug-eluting stents authors: balanescu, dinu valentin; aziz, moez karim; donisan, teodora; palaskas, nicolas; lopez-mattei, juan; hassan, saamir; kim, peter; song, juhee; ntim, william; cilingiroglu, mehmet; marmagkiolis, konstantinos; iliescu, cezar. Journal: coronary artery disease year: 2020. Reference: doi:10.1097/mca.0000000000000986. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review. The aim of the study was to assess the safety of starting or resuming cancer treatment within 6 months of drug eluting stent (des) placement, to compare the impact of different des types on the overall survival (os) in cancer patients and to identify a safe threshold for dual anti-platelet therapy (dapt) discontinuation. Resolute integrity coronary drug eluting stents were among the des used. Post-operative clinical outcomes reported included all cause death, cardiac death, myocardial infarction (mi), target lesion revascularization (tlr), in-stent restenosis (isr), bleeding. It was stated that one death was due to mi less than one month post-procedure. Other causes of death such as renal failure, renal pathology and cancer-related causes were also present.